Event description:
During preventative maintenance of the device, the field service representative (fsr) that the control know had spun on shaft. The fsr tightened the knob and the device tested to specifications. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Other (device not returned).